Event description:
During a remote follow up, episodes of oversensing due to noise resulting in pacing inhibition were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue being monitored.